Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the seal disengaged. The surgeon applied another instrument. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.